Manufacturer narrative:
H.6. Investigation summary: bd received 11 samples and 5 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for hub-collar separation and broken collar were observed. Additionally, the customer samples were evaluated by visual examination and functional testing, each having their eclipse shields activated, and the indicated failure mode for broken collar with the incident lot was observed in one of the samples. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure modes hub-collar separation and broken collar. Bd was not able to identify a root cause for the indicated failure modes. The following fields were updated due to additional information: d9: device available for evaluation:  yes d9: returned to manufacturer on: 2023-06-20.

Event description:
It was reported that on the bd vacutainer® eclipse¿ blood collection needle with pre-attached holder the needle safety came off with the needle cover. Verbatim: when I was examining this lot# of needles the safety device pulled off as the green needle cover was removed. I was not injured or affected when the safety device pulled off with the needle cover.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that on the bd vacutainer® eclipse¿ blood collection needle with pre-attached holder the needle safety came off with the needle cover. Verbatim: when I was examining this lot# of needles the safety device pulled off as the green needle cover was removed. I was not injured or affected when the safety device pulled off with the needle cover.